Event description:
The account alleges that the device has a loss of head up.

Manufacturer narrative:
The technician determined that the CPR mechanism was jammed due to equipment covers. The technician repositioned the equipment covers, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.